Manufacturer narrative:
Product code: dre. PMA/510(k): k141148. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
It was reported that a patient underwent a lead extraction procedure (B)(6) 2021. Shortly after starting procedure, the user noted more bleeding than usual, but believed this was not a major problem at that time. After both the right ventricular and right atrium leads were removed, a blood transfusion was performed. In attempt to stop bleeding, a sheath (not for lead removal) was inserted into the puncture site without success. The bleeding site was believed to be somewhere in the subclavian vein, not the puncture site; therefore a wire guide was employed from the right femoral to the subclavian vein. The balloon was then inflated in an effort to try to stop the bleeding, but failed. The user called plastic and vascular surgeons which were able to stop the bleeding. It was estimated that the damage to the subclavian vein was less than 10cm from the puncture site. Additional information received has indicated that the patient died due to sepsis.